Event description:
It was reported that when using the bd pyxis¿ medbank tower, orders were not showing at the cabinet. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders were not showing at the cabinet. The technical support specialist (tss) found that the order was showing in medbank myqlink (mql). The tss guided the customer through identifying multiple patient ids with the same name, including a temporary ID with no prescribed medications and two permanent ids with active orders. The customer deactivates the temporary ID and activates one of the permanent ids. The tss also assisted the customer in locating the recently added order for patient ids and confirmed that some item ID from a different order was not assigned to the cabinet. The customer confirmed that the order for patient ID was visible at the cabinet and that pharmacy activated the permanent patient ID, making the patients orders available. The system functioned as intended after the technical support specialist assessed the device.